Manufacturer narrative:
Results of investigation: it was found in the logs that the shutdown bar appears on the screen intermittently when the machine was running. An automatic shut-down could not happen as there was a specific sequence the power button needs to follow (push, release for 2 to 3 seconds, push and hold for ten seconds). It was determined that the issue was caused by a defective power board electronics vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Vyaire identification number: (B)(4). The log file confirmed that the power button was pressed and released multiple times. The customer was informed to cross check the unit with another good known power board and confirm the results. At this time, the suspected device and log file has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator was showing shutdown agent on screen automatically without touching the on/off button. The customer confirmed that there was no patient involvement associated with the reported event.